Event description:
An 8 mm diameter x 60 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of an unknown lesion in 2003. It was reported that device would not pass through the hub of a 6 f cordis brite tip sheath. The physician exchanged the sheath and placed a 7f cordis brite tip sheath and succesfully completed the procedure with the same device. No clinical sequelae where reported, and the patient is reported to be fine.